Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported because the maryland bipolar forceps instrument's tip broke and fell inside the patient. The broken piece was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument¿s tip broke and fell inside the patient. The surgeon was performing dissection with the instrument at the time. The fragment was retrieved during the same procedure and no post-operative tests were performed. The procedure was completed with no injury to the patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon noted that a piece from the instrument was missing during the dissection of the second lymph node. The instrument was in use for approximately two hours. The instrument was inspected prior to use and the operating room (or) staff did not find any damage or anything out of ordinary. The instrument wrist was straightened upon removal. According to the surgeon, the instrument got caught with the prograsp forceps but the surgeon did not see any pieces missing at that moment. The surgeon found the missing piece from the instrument after 30 minutes and retrieved it successfully during the same procedure.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem." B2 updated to "required intervention." H1 updated from "malfunction" to "serious injury."

Event description:
Refer to h10/h11 for follow-up information.